Event description:
Out of range shock impedance measurements (greater than 150 ohms) were reported. Shock impedance has been chronically high and greater than 100 ohms. Ep to be consulted regarding next steps. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Follow-up information on: 21-feb-2023: lead was explanted (B)(6) 2023. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the inspection a fractured inner coil was found directly next to the is-1 connector pin, which was probably caused by overrotation of the inner coil during the retraction of the fixation helix during the extraction procedure. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Apart from the mentioned extraction damages, no deviations were found, that have might led to the reported out of range shock impedance. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.